Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited low pacing impedance measurements and unspecified oversensing. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.